Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure; the large clip applier wire was loose and unable to close. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical received the large hem-o-lok clip applier. The clip applier instrument was found to have a dislodged grip cable at the proximal end in the housing, likely causing the cables to appear loose at the distal wrist. The probable root cause of grip cable dislodged proximal is attributed to a component failure.

Event description:
Refer to h11 for follow-up information.